Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The device was evaluated upon receipt. Low flow alert 002- low flow root cause was found to be due to an air leak from an incorrect clamp used on the connection of the tubing from the manifold to the circ pump. Correct clamp secured. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "service contact bd customer support for technical support and customer service instructions to enable appropriately qualified technical personnel to repair those parts of the equipment that bd considers repairable." A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance arctic sun device failed calibration error 25 (patient temperature 2 out of adjustment range limit). When removing the shell, the a 5/32 screw was cross threaded. Low flow alert 002 (low flow).

Event description:
It was reported that per preventive maintenance arctic sun device failed calibration error 25(patient temperature 2 out of adjustment range limit). When removing the shell, the 5/32 screw was cross threaded. Low flow alert 002(low flow).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.